Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that during a recanalization procedure, the device broke inside the patient. Reportedly the device was removed from the patient. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure, the device allegedly broke inside the patient. It was further reported that the device was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one seeker crossing support catheter was returned for evaluation. The support catheter was returned as two segments. Segment one consists of the distal end of the catheter. The damage was noted to the distal tip of the catheter. Segment two consists of the remaining catheter from the break to strain relief. Therefore, the investigation is confirmed for the break issue as the break was noted to the catheter and also confirmed for the deformation due to compressive stress as the distal tip of the catheter was damaged. A definitive root cause for the reported break and identified deformation due to compressive stress issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2023), g3, h6 (device, method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.